Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
Reported noise complaint was confirmed after review of egms. Device underwent bench and ate testing. No anomaly found as real-time egm was noise-free. The cause of noise observed in the field could not be determined.

Event description:
It was reported that during follow-up visit, one aborted vf episode was noted. Noise was noted on the ventricular and atrial leads. The physician suspects a header issue. The device was explanted.